Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their device doesn't work at all. Pt stated the screen is working and getting as far where it shows check recharging and mentioned they can only reach the position recharger closer screen. Agent clarified the issue and determined that the problem is with the recharging of the ins. Pt stated they charged their ins last night showing 100%, this morning ins is at 60% and 90% for the controller. During the call agent had pt to start the recharge session but pt told that the no device found screen showed. Agent reviewed and had pt to recharge then reached the passive recharge mode. Pt saw connectivity strength showing 0-0-0 so agent had pt reposition paddle. Pt saw numbers changing around 9 to 10, but never higher than in the 30's, and mentioned the recharger was getting hot where the cord enters the paddle. Agent sent a request to repair dept to replace the recharger. No symptoms were reported.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed no device found message, record the two values the number high (00) the number low (00), failed all bench tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section h7, h9 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.